Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient was placed on impella cp for hemodynamic support and coronary perfusion. It was noted that during support heparin was being held due to hemoptysis and that the urine had cleared up since holding heparin. The patient was taken to the operating room for a coronary artery bypass graft (CABG), so the impella was successfully weaned and explanted. However, during the CABG, the patient decompensated and was found to have severe mitral regurgitation. Intra-aortic balloon pump was placed. There was discussion about possible 5.5 placement. However, it was revealed that the patient had an ischemic leg in the former impella site which was requiring amputation. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
B2 was inadvertently left blank on the initial manufacturer device report number 1220648-2025-28614.